Event description:
Tampon was stuck; vagina [foreign body in reproductive tract] this is a weird shaped product, top was off and unravelled; tampon [device physical property issue] big hunk of it looks like it been striped away; tampon [device breakage] case narrative: consumer reported via phone that a piece of the tampon became stuck inside her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was stuck - vagina [foreign body in reproductive tract] . This is a weird shaped product, top was off and unravelled - tampon [device physical property issue] . Big hunk of it looks like it been striped away - tampon [device breakage]. Case narrative: consumer reported via phone that a piece of the tampon became stuck inside her. No serious injury was reported.

Event description:
Tampon was stuck - vagina [foreign body in reproductive tract]. This is a weird shaped product, top was off and unravelled - tampon [device physical property issue]. Big hunk of it looks like it been striped away - tampon [device breakage]. Consumer reported via phone that a piece of the tampon became stuck inside her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.